Manufacturer narrative:
Product event: (B)(4). Patient information is unavailable, follow up to obtain the information is still in progress.

Event description:
During a breast oncology case, the wire on the intact wand fractured. Nothing fell into the patient and there was no patient injury.